Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal discharge, mesh extrusion and stress urinary incontinence. Excisions of the mesh and urethrolysis were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.